Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels in the past. Customer's blood glucose level was 24 mg/dl at the time of the incident. Customer's current blood glucose level is 324 mg/dl. Customer has treated with food. Customer has had low blood glucose levels all her life. Customer also had a button error on the pump. Customer is going by a sliding scale and using lantis and novolog. Customer stated that she woke up and was sweating. Customer tried to get her meter but fell and lay on the floor for awhile. Customer was able to get some honey from her night stand. Customer passed out again and when she came to, her blood glucose level was 560 mg/dl. Customer stated that she has been shot and has had 3 surgeries. Customer mentioned a history of physical and mental abuse. Customer had a migraine last night. Customer stated that her blood glucose levels fluctuate due to her mood and stress level. No further assistance needed.